Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 ((B)(4)).

Event description:
Caller states a known diabetic patient came into triage with suspected hypoglycemia (the patient was stumbling and passing out). The patient tested 1.9 mmol/l on inform system 1; a few minutes later the patient was tested on a second inform system and error-83 displayed on the meter screen. The message following this error read "extremely low blood glucose sample below the meter's reading range or a bad strip. Repeat test or follow your facility's policy." The nurses were unfamiliar with this error, and suspecting the patient was severely hypoglycemic treated the patient with dextrose 50%. An hour later a comparison lab returned as 83 mmol/l. It is not known if the lab was drawn before or after treatment with dextrose 50%. The caller did not report if correction treatment was administered to the patient following the lab value. The patient's current condition is not known. Requested return of suspect device.